Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that three hours after an implant procedure was completed, the patient developed an epidural hematoma. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the blood clot was removed. The patient recovered and therapy was restored post procedure.